Manufacturer narrative:
The device has not been returned to the manufacturer. Therefore, no investigation can be performed at this time. If the product is returned, and investigation will be performed and a follow-up report will be submitted.

Event description:
The device was used during an appendectomy by the surgeon. The handle grip was stiff to unlock and nearly caused vessel damage while unlocking. The procedure was extended for an unknown amount of time.